Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the disposable hand piece stopped working. A second hand piece device was tried and the device did not turn at all. The use of the device was aborted and the surgeon converted to and completed a successful vaginal hysterectomy.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500 a form.